Event description:
It was reported that the patient had to do a system controller exchange. Log file review was requested which revealed an emergency backup battery fault on (B)(6) 2026 at 1:06 pm. This event was followed by a series of driveline disconnect and pump off alarms at 1:08 pm. Following connection to a new system controller, no further alarms were noted. The patient was admitted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of the patient¿s controller being exchanged in response to a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm correlating to a load test condition on 22feb2026. At this time, the unloaded voltage of the backup battery was under the acceptable voltage threshold, triggering the alarm. The alarm remained active throughout the remainder of the data, and the patient¿s controller was observed to have been exchanged within a few minutes after this alarm occurred. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended throughout all testing. Load tests were initiated after extended testing of the controller and battery was performed, and atypical alarms were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. The heartmate 3 patient handbook instructs users on how to appropriately respond to all alarms on the system controller. Users are instructed to call their hospital contact for instructions in the event of a backup battery fault alarm. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted for a syncopal episode. The syncope event was due to the driveline disconnect, and no treatment for the syncope was performed.